Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva tpn bags leaked from the middle port during the visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 3, 2023 ¿ november 6, 2023. H11: two (2) devices and four (4) photo samples were received for evaluation. A visual inspection was performed on the photo samples, and leakage from the administration spike port bonding areas was observed. Visual inspection of the actual devices did not identify any abnormalities that could have contributed to the reported leak. Functional leak testing of the actual devices was performed, and leakage from the administration port bonding area was observed on both devices. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.